Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad. During the procedure side branch of parent target vessel was jailed and the patient experienced chest pain. An mi occurred in the lad secondary to side branch loss. The patient was treated with medication. The patient recovered. The investigator reported that the event is not related to the device or anti platelet medication. The sponsor assessed that the event is possibly related to the index device and not related to the anti platelets.

Manufacturer narrative:
Cec adjudicated mi as a non q wave mi (target vessel) 3rd udmi peri pci in the lad. Cec commented that the film was reviewed and side branch occlusion was observed. Cec also adjudicated stent thrombosis as no event. Initial reporter also received. If information is provided in the future, a supplemental report will be issued.